Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a discrepancy between the longevity estimation for the implantable pulse generator (ipg) via the clinic programmer versus that indicated on remote transmission, causing the longevity to be under-estimated. It was determined that the programmer software was outdated. Updates were made to the software. The ipg and programmer remain in use. No patient complications have been reported as a result of this event.